Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that the connection port was not fully connected/tightened thus resulting in the reported difficulties; however, as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional indeflator ppak device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the mid to distal right coronary artery (rca) with 90% stenosis, mild calcification and mild tortuosity. The indeflator was being rounded up to a pressure of 30 atmospheres (atms) but only went up to 25 atms during the procedure. Several attempts were made but only went up to 25 atms. Another indeflator was attempted to be used but the same issue occurred. Another non-abbott indeflator was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.